Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode. A review of the device data noted atrial arrhythmia episodes in the prior 72 hours. No out of range measurements were noted and the device appeared to be operating as programmed. No additional adverse patient effects were reported. The device remains in service.